Event description:
During a meniscal repair the t would not deploy. Material management confirmed the device was being used in a knee repair. T1 was placed without issue when the surgeon went to adance t2 he had a hard time doing so. A delay of fifteen minutes resulted as t1 was removed. The surgeon performed a partial meniscectomy to complete the repair. No patient injury or complications took place.